Event description:
The customer reported that during a laparoscopic procedure, the instrument's jaws could not be fully opened after closing the jaws. Since the jaws were partially opened, it was pulled off the tissue resulting in some bleeding.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6)2010. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained. A follow-up report will be submitted.